Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device was evaluated by the manufacturer's service center and determined the thermal damage was caused by an external source. The device was visually inspected internally and found no evidence of malfunction that caused the fire. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The dme speculated that a roommate may have lit a cigarette while the device was in use.